Event description:
It was reported that this 68 y/o male patient's left knee had a wash out and the surgeon did a poly swap to a thinner poly. The surgeon exchanged a sz 3 10mm poly to a sz 3 9mm poly. Patient was last known to be in stable condition following the event. Unable to obtain images or x-rays.

Manufacturer narrative:
H10: (h3) pending evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1, d4 - catalog number, expiration date, serial number, unique identifier (UDI) #, g4 - PMA/510(k)number, h6 - health effect - clinical code, medical device problem.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h4, h6. MDR section codes updated/corrected: b, c, d, g. The reported revision due to arthrofibrosis cannot be conclusively determined; however, it may be due to patient factors/etiology, component positioning, arthrofibrosis, infection and/or implant selection. This cannot be confirmed because the device was not available for evaluation, and relevant patient information, images, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.